Event description:
Failure to fire, retested and still would not fire. New device was opened and worked fine.======================manufacturer response for harmonic ace36e, (brand not provided) (per site reporter).======================they checked the cord/ handpeice and it was ok. Opened another ace36e and had no problems.